Manufacturer narrative:
Pump passed the displacement test. Unit received with motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform prime/compromised force sensor system test, excessive no delivery test and occlusion test due to motor error alarm. Pump received with minor scratched lcd window, loose drive support disk, cracked belt clip slot, missing end cap sticker and cracked reservoir tube lip.

Event description:
Customer's mom reported via phone call that customer experienced high blood glucose level. Customer's blood glucose value was 346 mg/dl at the time of the incident, current blood glucose was 199 mg/dl. The customer was assisted with troubleshooting and declined for high blood glucose. The customer was treated with manual injection. Customer will not return device for analysis.